Manufacturer narrative:
Study event. A review of the finished device lot history record did not reveal any non-conforming material report which could have contributed to this complaint. The second and third rx acculinks are indicated, and is being reported under the same manufacturer report number.

Event description:
Device malfunction: none. Symptoms/ae: intermittent light-headedness and inattention or extinction to bilateral simultaneous stimulation. Time of symptoms/ae: 1 day post rica procedure. It was reported the pt experienced 1-day post rica procedure, intermittent light-headedness and inattention or extinction to bilateral simultaneous stimulation in one of the sensory modalities. The pt's outcome is reportedly continuing and condition is unchanged. Three stents were placed in rica during this procedure. No add'l info available.